Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a leak in the tubing is the tubing not being properly connected. The most probable cause for continuous alarm and lcd screen not working is a main board failure, likely caused by fluid ingression from the leak; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, after pump was setup with cassette attached and locked. It began to leak. The pump had wrapped connectors in coban and was waiting in the bag to be connected to patient. The pharmacy dealt with the spill. And made up another dose, but that was then they realized that the pump was no longer working. There was continuous alarming, so they turned it off. And allowed it to air over night. Today there is no screen display. Tubing was discarded. No patient injury. No additional information available. Device is not returning for investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.